Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt "recently had a pocket revision and pump was moved." No specifics were provided. It was noted that about a week ago the pump was refilled and now the pump was critically alarming. It was confirmed by the health care professional that at the time of the refill the reservoir volume was not updated. The pt was asked to return to office to have the pump updated, but had not. Per the reporter, the pt experienced a return of pain symptoms. The pump was used to deliver morphine.